Manufacturer narrative:
The device was returned to olympus for inspection and the customer's allegation was confirmed. Device evaluation found a faulty transducer. A definitive root cause cannot be conclusively identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the subject device handpiece did not activate when pressed and it was not recognized, exhibited an error message of "red x for probe" . There were no reports of patient harm.